Event description:
A low readings issue with the Abbott Diabetes Care (ADC) device was reported. A customer reported receiving a low scan result of 2.9 mmol/L on the ADC device compared to a 26.3 mmol/L obtained on a competitor brand meter. It is unknown whether the customer noted a trend arrow on the device. The customer experienced shaking, sweating, and a seizure but was able to self-treat by consuming orange juice and administering dextrose. Despite these interventions, the sensor continued to display a glucose reading of 2.9 mmol/L until the customer performed a fingerstick blood glucose test, which resulted in 26.3 mmol/L. In response, the customer self-administered 40 units of insulin (type unspecified) every hour as corrective treatment until the glucose level decreased to "13" (units unspecified). There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to Abbott Diabetes Care has been submitted.